Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 18-jul-2017, fse arrived at the site to address the reported event. Fse attempted to verify the customer complaint but was unable to duplicate the error. He followed up with the customer again on 19-jul-2018 and they reported that they had been able to run four hundred samples without issue. No further action was required by field service. The most probable cause of the reported event remains unknown since the error could not be duplicated.

Event description:
On (B)(6) 2017, the customer reported a wash probe purge failure with their aia-2000st analyzer. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of afp and pth patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.